Manufacturer narrative:
Additional product component: model number/catalog number: 720185-01; serial number: null; batch/lot number: 836915014; model/catalog description: reservoir flat iz 100ml

Event description:
It was reported that the patient experienced pain with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir were explanted and a new spectra penile prosthesis was implanted. Should additional relevant details become available, a supplemental report will be submitted.